Manufacturer narrative:
Date sent to FDA: 8/19/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012. It was reported the patient experienced severe abdominal pain and a procedure for incision and drainage of abscess and split thickness skin graft. No additional information was provided.